Manufacturer narrative:
While it is not definitively known if the integrity used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803.

Event description:
In this event, it was reported that the day following placement of a provisional restoration using integrity, a pt experienced swelling of the lip and gingiva and presence of mucous on the restoration. The dr advised use of benadryl and a topical cream as a result. When the restoration was removed, the symptoms reportedly lessened; the symptoms intensified when the restoration was replaced.